Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The product was returned, and the issue was confirmed. The pump did ingest biomaterial which was determined to be the cause of the high purge pressure / low purge flow. Per data log review, the 5 ml/hr purge flow and 600 mmhg purge pressure at the beginning of the run were within specification but purge flow steadily decreased, and purge pressure steadily increased throughout the run until an alarm triggered at the end. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, there was a low purge flow exhibiting after restarting the device post-surgery. The pump was removed with no further impella support required. There was no harm to the patient.